Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 2/20/2019. No visual damage was observed upon initial inspection. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: carto 3 system (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation (st) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive. Cardiac tamponade was confirmed by intracardiac echo (ice). The remainder of the procedure was cancelled. Heparin was reversed with protamine and pericardiocentesis was performed to remove approximately 300 cc of fluid from the pericardium. A pericardial drain was left in situ. The patient was reported to be in stable condition after pericardial drainage. Patient require extended hospital stay of one night for monitoring purposes. Patient¿s outcome was fully recovered. The physician did not attribute the causality of the adverse event to the bwi product. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the event. No steam pops, impedance spikes, or any other issue with the biosense webster inc. (Bwi) products occurred. The power was delivered at 30 watts for 30 seconds. The st catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation (st) catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed on (B)(6) 2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture ref no:(B)(4).